Event description:
Reporter stated that a pt's blood glucose was measured, using the suspect device, with a result of approx 400 mg/dl (reporter did not know exact value). Reporter stated that the same blood sample, when tested in the facility's lab, measured approx 100 mg/dl (again, reporter did not know exact value). Reporter did not provide any pt-specific data. No associated injury was reported. Reporter did not indicate if qc testing had been performed on the system. No product was returned to the MFR for eval.